Manufacturer narrative:
The reported events of "the lead was broken", high pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
During implant procedure, loss of capture and increased pacing impedance were noted on the right ventricular (rv) lead. While maneuvering the rv lead an insulation fracture was visually observed due to a bend in the implant tool. The lead was explanted and replaced to resolve this event. The patient was stable.